Event description:
Information received by medtronic indicated that the insulin pump had a blank screen. Troubleshooting was performed and found that there was no damage to the battery caps and contact. The issue was resolved by inserting a new battery and restarting the pump. The insulin pump had pump error 49 and pump error 68. The alarm was cleared but the customer was unable to complete the rewind. The customer reported a stuck button alarm. No harm requiring medical intervention was reported. The customer will discontinue using the device and the product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. All the buttons functioned properly and no blank display, stuck button error alarm or pump error 68/49 alarm noted during testing. Successfully downloaded history files and traces using thump. Unable to generate the power management graph due to unfinish downloaded the detail trace. However, low battery alert found in the pump history file/trace on (B)(6) 2023 at 18:24:00, pump error 68 alarm on (B)(6)2023 at 13:34:38, pump error 49 alarm on (B)(6)2023 at 13:34:38 and stuck button error alarm on (B)(6)2023 at 09:07:41. Pump was cut open to perform visual inspection and found moisture damage¿on the pcba 1 and corroded keypad traces.¿¿the j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked lcd window, scratched case and pillowing keypad overlay. Blank display not confirmed. Keypad unresponsive/button error alarm confirmed due to corroded keypad traces. Pump error 68/49 alarm confirmed due to moisture damage on pcba 1. Cosmetic damage found on the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.